Event description:
The customer reported they were getting intermittent etco2 readings during a pt event. They then switched to another defibrillator and were able to obtain a reading. When they reconnected back to this device they were able to obtain a reading. They also reported intermittently getting dashed lines on the monitor without etco2 readings. The involved pt died, but the customer does not allege that the device played a role in the pt's outcome.

Manufacturer narrative:
The customer reported they were getting intermittent etco2 readings during a pt event. They then switched to another defibrillator and were able to obtain a reading. When they reconnected back to this device they were able to obtain a reading. They also reported intermittently getting dashed lines on the monitor without etco2 readings. The involved pt died, but the customer does not allege that the device played a role in the pt's outcome. Review of the electronic event summary shows a dashed line until the etco2 filterline is plugged in at 05:42:45. A waveform is seen throughout the event with exception when co2 unplugged or co2 auto zero messages are seen. The device was evaluated by the andover bench. The symptom could not be duplicated. The device passed all testing and was returned to the customer. No parts were replaced. The device did not fail to meet specifications. Review of the event summary shows the device was behaving as intended. We are unable to determine the cause as the symptom was not duplicated. (B)(4).